Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6. Reported event was confirmed by review of radiographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs were provided and reviewed by a health care professional however they were undated. One of the x-rays seems to be post implant as staple incision line is apparent and this image appears to be dislocated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 110010264, g7 osseoti shell, 6506717; 650-1159, delta cer fem hd, 2018111666; ep-200148, act artic e1 hip brg, 187890. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product was retained by hospital per policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02942, 0001825034 - 2020 - 02944.

Event description:
It was reported patient underwent hip revision approximately nine months post implantation due to several falls resulting in dislocation. During the procedure, malposition of the cup was noted, head, liner and cup components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.